Manufacturer narrative:
Qn#(B)(4). The reported complaint for "balloon would not fully inflate" was confirmed based on the customer supplied picture. The product was not returned for investigation. The customer supplied photo revealed blood within the helium pathway of the iabc bladder, and the central lumen was noted damaged/broken and no longer attached to the central lumen flex tip assembly. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint was undetermined. Further investigations have been initiated under teleflex's quality system by the manufacturing site to evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that during insertion the balloon would not fully inflate. Only certain sections of the balloon would inflate. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion the balloon would not fully inflate. Only certain sections of the balloon would inflate. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during insertion the balloon would not fully inflate. Only certain sections of the balloon would inflate. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine."